Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.118" x 0.293" was found to be broken off. The broken piece was not returned. The complaint regarding the mega suturecut nd instrument had a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.